Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Laparoscopic bilateral salpingectomy - the bag was inserted into the body cavity when the doctor went to place the first tube into the bag the bag came off the prongs. There was not excessive pressure exerted to the distal tip of the bag, but the tube was stuck to the grasper, the doctor wiggles the grasper to get the tube to detach and the bag fell off. The first tube was placed in the bag and removed, the bag was reinserted into the body cavity to remove the second tube. The metal prongs were exposed inside the patient. The product was thrown away. Patient status - no patient injury.